Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels. No additional information was provided regarding the low bg events. On (B)(6) 2017, it was reported that the customer was working with a healthcare provider to address the low bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed on (B)(6) 2017 during bolus request. User made bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change was conducted on (B)(6) 2017 with a "tubing fill" priming size of 20.7337 units of insulin. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.